Event description:
While checking IV medication the equashield closed system transfer device (female ll connector swivel) that was secured properly to cadd tubing began to leak at the site of attachment to the tubing. It was not over tightened, secured properly to tubing and with proper technique.